Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected via the remote home monitoring system for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead as it exhibited a high out of range shock impedance measurement. A boston scientific technical services (ts) consultant was contacted and discussed evaluating integrity of the system. Additional information received from the field representative indicated that the cause of the out of range measurement was not determined. The device and lead system was tested and all the measurements were stable. No x-ray or other testing was performed. No adverse patient effects were reported.